Event description:
It was reported that during the use of the product, the tubing got kinked (damaged connector on the side connecting to the cassette). No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). One sample was received with the original opened packaging, decontaminated, and inside in a plastic bag. Visual inspection was performed at 12 to 16 inches under normal conditions of illumination. During the visual inspection it was observe the luer male was damaged and cracking. The failure mode reported was confirmed. It is suspected that the root cause could be related to the properties of how the component was molded. An escalation to the supplier was initiated to further request investigation on the properties on the molded process for this component. The supplier investigation provided no further information, however going forward the supplier will inspect a sampling in each received lot.